Manufacturer narrative:
Retainer ring = black. The insulin pump was returned for a critical pump error (open book image) alarm found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. However, insulin pump was received with no button response. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, keypad voltage test and dat due to no button response. Unable to download history files and traces using thus due to no button response. During visual inspection, found a corroded keypad traces. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. By using a test case, the pump was able to navigate the menu and continued testing and download. The insulin pump passed the self test, active current measurement and sleep current measurement. No keypad anomaly noted when using the test case. In conclusion, the pump had no button response due to corroded keypad traces. Successfully downloaded history files and traces using thus. Critical pump error (open book image) alarm and pump error 63 alarm on (B)(6) 2021 15:47:49.000. Pump error 63 alarm was generated due to arm watchdog failure. Suspecting hw issue. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a cracked battery tube threads, a scratched case, a overlay missing, a missing display window/cover and a cracked case-corner of belt clip rails near the battery tube compartment. Keypad anomaly/keypad unresponsive was confirmed. However, by using a test case, critical pump error (open book image) alarm was confirmed due to pump error 63 alarm. Pump error 63 alarm due to hardware issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.